Event description:
It was reported that patient's ins depletes quickly. Battery removal and replacement. Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.